Event description:
It was reported that the patient expired. The cause of death was unknown; reported to be unrelated to the implanted system. The patient was last seen by the reporter in 2008. The pump contained hydromorphone 0.25 mg/ml; 0.05 mg/day and bupivicaine 7.3 mg/ml.